Manufacturer narrative:
Unit passed displacement test and active current measurement, however unit failed sleep current measurement due to corroded battery tube.

Event description:
Customer reported via phone call that insulin pump had battery failed alarm. Customer was unable to clear the alarm. The blood glucose of the customer was 187 mg/dl. Customer stated that contacts on battery cap were not missing for corrosion and/or damage. Customer was advised to ensure that the battery was securely fastened and battery slot was aligned horizontally with the insulin pump. The insulin pump will be returned for analysis.